Manufacturer narrative:
Correction: b3 section: the event date for previous report should be (B)(6) 2024 instead of (B)(6) 2024.

Event description:
It was reported that the patient presented in the clinic for a routine visit. Upon device interrogation, the atrial lead exhibited low pacing impedance, noise over-sensing resulting in an inappropriate automatic mode switch (ams), pocket stimulation which led to discomfort and inappropriate capture. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.